Event description:
On (B)(6), 2011, a vns surgeon's nurse reported that the vns patient is scheduled for a vns revision surgery in (B)(6) 2011. The patient's physician reported that the patient had an altercation with her boyfriend soon after implant surgery, dislodging the generator. The patient had previously been complaining of breathing difficulty and voice alteration with stimulation. The physician said that he was going to do some programming adjustments to alleviate the patient's breathing difficulties and voice alteration. If additional information is received, it will be reported.